Manufacturer narrative:
The technician found the brake pedal drifting out of the brake position. The technician replaced the brake detent mechanism to repair the bed.

Event description:
Information received indicates when the brake pedal is pushed down to engage the brake; the pedal will slowly come out of brake.